Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had a pin that was bent inside the connector. The root cause of the bent pin was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins.

Event description:
The mother of a male pt contacted lifecor customer support to report that her son was receiving constant "adjust belt" alarms. She stated that the pt was not present and that she would call back later in the day. Support contacted the pt because mother never called back. Pt's mother stated that she had changed her son's doctor and he will no longer be wearing the device. The electrode belt was returned normal maintenance. Upon inspection at lifecor, it was noticed that the electrode belt had bent pins.